Manufacturer narrative:
(B)(4). Per the instructions for use, device malposition and paravalvular leak (pvl) are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it is possible that patient factors (hypertrophic ventricle and bulky calcification in the native annulus) caused the aortic movement during deployment, and the subsequent pvl. A second valve corrected the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During sapien xt valve deployment, the valve was positioned 60/40 aortic/ventricular (a/v), but moved mid-inflation, landing 90/10 aortic/ventricular (a/v). There were 2 jets of paravalvular leak (pvl) seen. The valve was post dilated with an additional cc, which caused the pvl to worsen. A second valve was then deployed 60/40 a/v in the aortic annulus with nominal volume. There was no regurgitation observed. The patient left in stable condition. There were no difficulties with the delivery system. It was believed that the patient¿s hypertrophic ventricle caused the aortic movement. The patient also had a narrow annulus, but balloon aortic valvuloplasty (bav) was performed prior to deployment, which opened up the annulus. The patient¿s native annulus measured 19.2x25.4, with bulky/severe calcification in the native annulus and leaflets.